Event description:
The reporter stated that she did back to back testing, one after the other, using different finger sticks and strips. Her results were 32 and 175mg/dl. She did not have any symptoms. On follow-up, she said that she had done additional back to back testing during troubleshooting (not documented), but she could not remember the results. She did not have time to do a control test during the follow-up. The lifescan representative reviewed qc procedures and meter/lab testing with the reporter. No harm was alleged.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8